Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier failed. A field service engineer performed remote fix with the customer and verified it to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, a biometric ID failure occurred, preventing all users from logging in and indicating that the system required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.